Event description:
It was reported that during the post implant device check, the right atrial (ra) lead was dislodged. X-ray was performed and confirmed the ra lead dislodged and dropped into ventricle. The dislodgement caused the ra lead to sense r wave and pacing at ventricle. The ra lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, far-field r-wave oversensing and inappropriate capture. A complete lead was returned in one piece. The reported events of far-field r-wave oversensing and inappropriate capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies expect for the procedure damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification.